Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. A visual inspection was performed and showed bare wiring visible near strain relief. Functional inspection was performed and showed the device functioned as intended which could not establish a relationship between the device and reported event. Probable root cause may include an intermittent component failure or a connection issue. A review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, the food pedal of a footswitch, multi-function, versajet ii was not functioning properly and would not control device. As this happened in a marketing demonstration, there was not patient involvement.